Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that they experienced dizziness and fatigue. The family member also stated that the patient had episodes of "atrial fibrillation (af) and tachycardia". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.